Event description:
It was reported that the reason for revision was instability, the surgeon doesn't blame the implant, x-rays were unavailable. The 36mm head and 52mm od /36mmi ID liner were removed and replaced with the r3 52mm od /22 mm ID constrained liner and 22mm head.

Manufacturer narrative:
The associated oxinium femoral head and r2 3 hole acetabular shell were not returned for evaluation. Our investigation including a review of complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. A review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A clinical evaluation noted that no clinical supporting documentation has been provided for inclusion in this investigation. Without the requested clinical information, a thorough clinical/medical investigation cannot be rendered. Therefore, the patient's current status nor the future impact to the patient as a result of the reported infection can be concluded. No further clinical/medical investigation is warranted at the time. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Should additional information be received, the complaint will be reopened.